Event description:
The device was used during a laparoscopic colon resection procedure. Reportedly, the instrument did not fire. The surgeon converted to an open procedure to complete the colon resection.